Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - repair of incarcerated incisional ventral hernia with composix kugel mesh and placement of a pain pump and a left subclavian central venous catheter. (B)(6) 2005 - admitted for seizures, attributed to dystonic reaction to demerol. (B)(6) 2005 - admitted for abdominal wound dehiscence. Irrigation and debridement of abdominal wound and removal of pain pump. (B)(6) 2005 - admitted for pain control, IV antibiotics administered for draining around incision site. (B)(6) 2005 - admitted for post operative wound infection. Irrigation and debridement of abscess and probable c diff colitis. This stay was complicated by the patient's behavioral difficulties, a baker act was necessitated. There were consults with psychiatry, psychology/behavioral, and infectious disease; "factitious fever" was diagnosed. (B)(6) 2005 - excision of composix kugel mesh and repair with a non-bard graft. The operative report notes "continued dissection revealed the previously placed mesh which was well incorporated into the posterior fascia, however it was excised due to its close proximity to the fluid collection. The composix kugel mesh was described as "sterile appearing mesh." Cultures of the mesh revealed no organisms seen. The patient was discharged to a home health agency for wound care. (B)(6) 2005 - admitted for wound infection, a catheter was placed for at home, ongoing IV antibiotics.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection,the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.